Event description:
It was reported that an adverse event occurred. The sensor was inserted into the thigh, which is off label usage of the device on 11/25/2023. On (B)(6)2023, the patient reported experiencing two seizures, which caused the sensor patch to fall off. The patient also reported experiencing signal loss for over 3 hours. The timeline of the event is unclear, as well as the events that lead up to the patient¿s seizures. No cgm/bg values were reported for this event. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 1 of 2 reported serious adverse event. Please see related record cmpl-09182960. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.